Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Event description:
The patient reported a bladder infection on (B)(6) 2012, which was treated with macrobid (prescription duration unknown). The patient was scheduled to return on (B)(6) 2012 for a cystoscopy, but did not return.